Event description:
Additional information received to update customer contact and reporting person.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received to update customer contact and reporting person. Updates to section e1, e2 and e3 was updated to capture the new information received.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the reported b30 communication error code due to defective s socket. The faulty parts need replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis exera iii xenon light source had an error code b30 communication error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon likely occurred due to the defective socket. Olympus will continue to monitor the field performance of this device.